Event description:
My mom was sent this article (B)(6), she gave these spin brushes out as (B)(6) in 2006. While using mine, my brush head popped off into my mouth, and the metal part under chipped my front tooth. I was using it as directed. I disposed of the spinbrush soon after.